Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline and was in critical override mode. Users unable to access any drawers due to hardware failure errors on all drawers. User unplugged, reconnect the cable and rebooted the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that network cable was on the wrong port. A field service engineer (fse) advised the customer to check the network cable, which was found connected to the wrong port. The cable was moved to the correct port, and the machine was rebooted by the customer. After restart, all drawers were accessible, the critical override cleared, and customer successfully removed medications. The system functioned as intended after the field service engineer assisted with the issues of the device.